Manufacturer narrative:
(B)(4). The abbott field service engineer (fse) replaced the sample handler lls antenna board. The fse was able to power on the instrument and perform the start up on the analyzer. He performed a stat pipettor calibration check, which passed. A review of the safety memo and product evaluation indicates the architect i2000sr is certified to the appropriate us, canadian, and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to provide adequate information regarding electrical and chemical hazards and an emergency shutdown procedure. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow up report will be submitted when the investigation is complete.

Event description:
The account stated that they smelled a strange odor coming from the architect analyzer but could not determine where it was coming from. They performed an instrument shutdown. The field service engineer (fse) checked the analyzer and found that the lls antenna was melted. There was melting and evidence of charring on the lls board. There was no injury reported.